Event description:
Based on additional information received on 06-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). This case was cross reference is case ID: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from other health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had difficulty ambulating, increased pain and increased swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: not reported) bilaterally. It was reported that the only knee with adverse reaction was from the lot number on hold: 7rsl021 and expiration date: may- 2020. On an unknown date in 2017, unknown latency after receiving synvisc one injection, patient had difficulty ambulating and increased pain and swelling. It was stated that the other knee was injected with a different lot 6rsl005 and expiration date: mar-2019 and had no adverse reactions in that knee. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: device malfunction as important medical event. Additional information was received on 06-dec-2017 and 05-jan-2018 (both processed together with the clock start date of (B)(6) 2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.